Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had evidence of intermittent high out-of-range shock impedance measurements. There was no evidence of oversensed noise nor could noise be produced with in clinic isometrics. The device was reprogrammed to increase alert trigger from >125 ohms to >150 ohms. No adverse patient effects were reported. The patient will be monitored and the lead remains in service.